Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call hat the insulin pump alarmed insulin flow blocked alarm. The customer also reported high blood glucose of 415 mg/dl at the time of incident. Troubleshooting was performed. The customer reported that there was greater than normal resistance with plunger push. The customer also reported that the insulin did exit during fill tubing process after disconnecting and reconnecting the reservoir and infusion set. The insulin pump will not be returned for analysis.